Event description:
It was reported the trocar was broken upon opening, fell apart. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was received opened. The complaint device was returned with one of the male cannula pins fractured. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: excessive force applied contact with hard object or other improper handling insufficient structural integrity shipping/handling damage or extreme conditions the instructions for use (IFU) state: damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. Do not use excessive force. Careful handling of instruments is necessary to avoid damage or breakage. Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. A comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance.